Manufacturer narrative:
The subject device has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. There was a failure in display image. The user exchanged the subject device for another device. There was no patient injury reported. This is the report regarding the failure in display image.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the camera cable was twisted partially, but the reported failure in the display image could not be reproduced. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The temporary energization failure between the video connector and the video connector socket. The temporary communication failure due to the damage of the electric substrate on the video connector. The temporary energization failure due to stress on the cable. The otv-s7proh-hd-l08e instruction manual states the corresponding method when there is an abnormality for the device.